Event description:
After receiving a cypher stent the pt experienced late thrombosis.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.